Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary for (B)(4): battery - high impedance.

Event description:
It was reported that the patient returned for a follow up visit sooner than planned due to symptoms of weakness and dizziness. The device was at eri (elective replacement indicator) at 2.81v although it was at 2.90v four days earlier. There was also unusual ECG (electrocardiogram) after interrogation. After reprogramming to mvp (managed ventricular pacing) the pacemaker worked properly, but was still at eri. The pacemaker was explanted and replaced. No further patient complications have been reported as a result of this event.